Event description:
It was reported that at 26,293 joules while using the surgical fiber during a prostate procedure, an "excessive fiberlife activity" message was received.the fiber was replaced and the procedure was completed using a second surgical fiber.patient outcome: "ok" - there was no injury reported. Gland volume: 60 ml.time expended: 6:09 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification; the metal cap exhibits moderate detritus buildup. Based on the analysis, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.